Event description:
The pt received the scs trial lead on (B)(6) 2011. It has been reported the physician attempted to remove the trial leads at the end of the trial period. The physician had trouble pulling out the lead. It was noted the lead would not fully exit out of the back and was getting stuck. X-rays were unable to clearly identify a kink. After a CT scan, the physician decided to refer the pt to a neurosurgeon who was able to successfully remove the lead. No pt complications were reported. The explanted product was returned to the manufacturer.

Manufacturer narrative:
Evaluation: results: a visual inspection of the lead found distal electrodes #6 and #8 had some separation between the lead body and the electrodes. The distal tip is bent at electrode #6. The damage to the lead appears consistent with the pulling method used during explant. Resistance testing of the lead found electrode #8 has high impedance, which most likely occurred during the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.